Event description:
It was reported the battery was overdischarged, and the battery had not been charged for about 3 months. "Many" physician mode recharges were tried, but the battery would not "restart." The device was explanted, and the pt recovered without sequela.

Manufacturer narrative:
(B)(4). The devices have been returned to the manufacturer for analysis. A f/u report will be sent when the analysis is complete.